Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 16 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal section of the stent with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edge of the tip. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 3.0mm x 15mm, eccentric, de novo, 95% stenosed target lesion containing a >45 degrees bend was located in the mildly tortuous and mildly calcified right coronary artery. The ejection fraction was normal. Following pre-dilatation, a 16 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.00 x 12 mm promus elite stent. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.